Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a force sensor test. There was no patient involvement, no injury was reported.

Manufacturer narrative:
H3: one device was returned for evaluation. The service history review identified the device that had not been serviced recently. The customer complaint was confirmed through the review of the event history log as the force sensor test, base not responding, motor rate error were identified. The issue was resolved by replacing. Replaced all damaged and worn components to fix the issue.